Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2020, it was reported that the patient was being admitted to the emergency room due to withdrawal symptoms. The rep confirmed that they did not believe an alarm was going off from the pump. The rep inquired if the pump was included in the foreign particle field corrective action and it was confirmed that the pump was not included. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a heath care professional via a manufacturer's representative on 2020-feb-21. It was reported that the cause of the withdrawal symptoms was not determined. The patient was given oral medications to resolve the symptoms. The patient's weight was unknown. No further complications were reported.